Manufacturer narrative:
Device evaluation: this is not a typical "blue pixel" case but was related to an artifact in the image that was mostly outside of the field of view. However, the part that did enter the field of view caused the data to be distorted which resulted in inaccurate temperature data. This is from the real-time dicom data which had a change in the magnitude signal during the first laser fire of the case that ultimately resulted in phase/temperature distortions (magnetic resonance imagine distortion).

Event description:
It was reported that during an ablation procedure, blue pixels appeared when the user got close to the skull and sulci. The user lower the power from 120% to 100% and this helped the blue pixels dissipate. The user also let off the foot pedal once the blue pixels were witnessed. There were no patient complications reported in relation to this event.